Event description:
The customer reported that the buttons on the insulin pump are not working. Customer stated she changed the batteries and received button error alarm and buttons are responding. Customer's blood glucose at that time was 355mg/dl. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.